Manufacturer narrative:
An investigation was performed on the reagent to rule out any contribution to the allegation. The complaint allegation was not observed. The analyzer was finally returned on 9/8/21. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with 6 samples by the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. All 6 of the initial samples were tested with cobas® liat® analyzer generated sars-cov-2 positive, flu a positive, flu b positive. While 5 of the 6 (same) samples were repeated using a different platform with results were unknown. The same sample (number 3) was first repeated using the same analyzer and generated sars-cov-2 positive, flu a positive, flu b positive. Furthermore, a second repeat was performed using a different platform and the test result was unknown and was not provided. The results were reported to medical personnel and will be amended once confirmed with another platform. No harm is alleged to date. Investigation is ongoing. Per the FDA guidance six (6) mdrs will be filed, one (1) per each sample